Event description:
Left iliac angioplasty/stent performed on pt. Balloon was inserted into the right groin area and inflated. Upon removal of the catheter, the balloon, distal portion (over the guide wire) remained in the right femoral artery. The pt was later taken to surgery to remove this foreign body.